Manufacturer narrative:
The reporter's meter and two vials of test strips were provided for investigation, where they were tested using retention controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, it was observed that the time and date were set incorrectly. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with (B)(4) compared to an unknown laboratory method. On (B)(6) 2021, the first result from the meter at 10:20 am was 4.3 inr. The second result from the meter at 10:25 am was 6.3 inr. The result from the laboratory at 10:45 am was 3.3 inr. The therapeutic range is 2.0 inr -3.0 inr.